Manufacturer narrative:
Note: product reference 4433851 is not cleared for sales in the USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected during production. No other complaint has been reported on the access port batch sold since may 2016. Investigation: the evaluation of the involved device show that the catheter rupture happened at the level of the connection, under the connection ring. This part of the catheter is protected by the connection ring during the implantation period. Consequently these damages were probably done during the implantation procedure. The distal part of the catheter was not returned for evaluation. Dimensional measurements: the diameters of the connection ring and of the exit cannula have been measured. All the measurements are compliant with the specifications. No visible manufacturing defect was detected on the returned device. Conclusion: -no manufacturing defect was detected on the returned device. -the rupture occured under the connection ring, quickly after the implantation (less than 4 months). -this is an isolated case. According to the above mentioned information and in view the location of the rupture, the most probable root cause seems to be due to the extension of catheter damage done during the implantation procedure, probably while mounting the catheter on the exit cannula. As a very rare incident, no corrective action is envisaged.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, either the involved device nor the x-ray pictures were returned for analysis. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the cause of the catheter rupture. Catheter rupture is a known risk of access port implantation, indicated as a potential complication in the IFU. No corrective action is envisaged as this type of incident is rare. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Rupture of the catheter at the level of the connection to the port. The distal part of the catheter was then removed by interventional radiology.